Manufacturer narrative:
A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. B7) other relevant history - not available from facility. H3) the lld #1 was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two (one capped and one active) right ventricular (rv) and right atrial (ra) leads due to non-function and occlusion. Spectranetics lld #1 lead locking devices (lld #1s) were inserted into each lead to provide traction. Beginning with a spectranetics 11f tightrail rotating dilator sheath on the capped rv lead, the lead was removed successfully. Next, using the same 11f tightrail, the ra lead was removed; however, the patient¿s blood pressure dropped, and a pericardial effusion was detected. Rescue efforts began, including rescue balloon, pericardiocentesis, and sternotomy. A perforation in the ra was discovered and repaired. The remaining rv lead was removed post-sternotomy using a spectranetics 13f tightrail rotating dilator sheath, and the patient survived the procedure. This report captures the lld #1 device providing traction to the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.